Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's pacemaker was found to have pocket erosion, revealing pocket infection. A culture of the pocket was taken as well. The pacemaker was explanted on (B)(6) 2021. The patient was stable throughout and no additional patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received